Event description:
It was reported the momentary safety switch failed to operate as designed as a burn hole developed in the flannel outer cover. Visual examination of switch and its components revealed no deviation from our specifications. The switch was activated through several cycles, and we were unable to detect any defect in the operation of the switch. We found no defect with any component of the unit, and determined that the burn hole had been caused by some external source.